Manufacturer narrative:
The device was returned with the needle mechanism fully deployed. The soft cannula was free of damages and defects. The needle mechanism was also free of any damages and defects that would have led to the reported dislodging of the cannula. The exact cause of the reported event could not be determined. The device was returned with adhesive pad fully attached to bottom housing. The adhesive pad and adhesive pad welds were free of damages and defects.

Event description:
It was reported that the patient's blood glucose level was greater than 13.9 mmol/l (250.2 mg/dl). The pod was worn between 25 and 36 hours on the arm. It was noted that the pod detached from the adhesive and the cannula dislodged. Hyperglycemia treated with a new pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.